Manufacturer narrative:
Other text: additional information is provided for h.2, and h.6. No product was returned. The investigation determined the most probable cause to be due to miswiring to the photo switch or the motor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited 1836 error code. Per reporter the patient was able to switch to a backup pump but was off life sustaining medication for ten minutes. Per reporter patient experienced shortness of breath, patient increased oxygen use and symptoms improved. The device as unable to troubleshoot. The pump rate was 66ml per 24hr. The outcome of the event is resolved.